Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip replacement required due to avascular necrosis. Patient was revised due to a fracture 6 weeks post-op.